Event description:
It was reported that the spring wire guide separated and a portion was retained in the pt's neck. A surgical procedure was performed to remove the retained portion. There were no add'l pt complications.